Event description:
The trilogy 100 ventilator was returned to the service center for preventative maintenance. The device was not in use by a patient at the time of the occurrence. During the service of the device at the manufacturer service center, the device failed the active exhalation purge valve closed and active exhalation proportional valve open test step during testing. The device was sent back to the technician for additional evaluation due to failed repair test. If any additional information is received, a follow-up report will be filed.